Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the haptic tore while the lens was being implanted into the eye. The incision was enlarged and sutures were used. The patient's current prognosis is good and patient is receiving routine treatment. This report refers to the injector. Reference MDR#1313525-2015-00166 for the lens used during the event.